Manufacturer narrative:
The system was tested numerous times and the cause of the high shock impedance measurements could not be determined. The system remains implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that at a normal device change out procedure, this implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms. The lead was tested through a pacing system analyzer (psa) and measurements were acceptable. When the lead was reconnected to the device high measurements were again observed. A second device was used with shock impedance measurements greater than 125 ohms observed. It was noted that there was a great amount of calcified growth over the device being replaced which lead to difficulty removing the system from the pocket. No adverse patient effects were reported.

Event description:
Additional information was received indicating the lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the field indicating the patient was seen in clinic. Shock impedance measurements were observed to be the same as the documented shock impedance measurements from implant. No further evaluation was completed. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating defibrillation threshold (dft) testing was completed and acceptable shock impedance measurements were observed. The available information suggests this system remains in service. Should additional information become available this event will be updated.